Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation: a review of the drawings, manufacturing instructions, specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Based on the information provided and no product returned, investigation has concluded a cause for this event could not be established; however, the complaint is confirmed based on the customer's testimony. Appropriate measures are being initiated to address this failure mode. A quality engineering risk assessment was conducted to assess the risk of this failure mode and concluded that risk reduction is recommended. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Attachment: [cinc_diamond et al_1995_literature_recvd 02jan2018.pdf]

Manufacturer narrative:
Corrected information: h6 (method, results, conclusion codes). This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A journal article published in the journal of vascular and interventional radiology, dated september-october 1995, reports the results of a study regarding metallic stent use for the treatment of intrahepatic biliary strictures occurring after liver transplantation. Twenty-four patients were included in the report. All patients were reported to be given ursodiol 300mg twice daily to reduce the risk of sludge formation. All patients were monitored by interventional radiology and transplant services. Primary patency was defined as all significant strictures rendered patent with stents with no further intervention necessary. Secondary patency was defined as complete stent occlusion in one or more stents, with patency restored through additional procedures. Strictures were considered to be "central" if they involved the common hepatic duct or the origins of the right and left hepatic ducts. One patient of unknown age was detailed in the summary data table as having hepatic artery thrombosis (hat). This patient's stricture level was classified as "central". The patient had 2 cook gianturco stents placed along with another manufacturer's stent. The patient maintained primary patency until 8 months post-procedure, then a secondary intervention was performed. The patient's clinical course was explained in further detail. Eight months after the procedure, the patient ("he") presented with obstructive jaundice and total biliary obstruction caused by migration of the complaint device from the left hepatic duct to the common hepatic duct. A balloon catheter was used trans-hepatically to push the stent into the jejunum. The stent was passed through the rectum without incident. The article reports that the previously strictured left hepatic and common hepatic ducts were no longer significantly narrowed and therefore the stents were not replaced. The ducts were considered patent at 24 months.